Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: 'no image. A definitive root cause could not be identified. Based on the results of the investigation, olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head broken cable, it has lines and from time to time (occasionally) picture is interrupted. The issue identified during unspecified procedure which was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.